Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was constantly presenting no disposable alarm errors, even when no cassette is attached. No patient injury was reported.

Manufacturer narrative:
B5: additional information: no patient involvement was reported. D10: updated. H3: updated. H6: updates not required h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 01-sep-2022 for down stream occlusion (dso) bottom failure seal broken. The dso seal replacement can impact the dso sensor function if performed incorrectly, but there was no indication of any issues with the previous repair in this evaluation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a scratched lens. Functional testing found "cassette not attached properly" alarm was detected due to faulty dso sensor. Replaced the dso sensor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).